Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included the decision by the cts to replace the pump, advising that the replacement would come with updated software, and providing instructions for storage mode and returning the faulty pump. The customer acknowledged the instructions and agreed to return the problematic pump within 10 days.